Event description:
The inner sterile package was broken. The outer blister package remained intact. As a precaution, the stem was resterilized and impaltned without incident. There was no adverse consequence for the pt.

Manufacturer narrative:
Summary of evaluation: a visual inspection revealed the outer blister is intact and does not show any shock marks. The inner blister is broken in the proximal part area. This breadage is very lilely the consequence of a very vilent shock. This shock might have occurred during shipping. Breakage of the inner blister is due to the inertia of the stem. Undamaged carton box could be explained by the position of the carton box in another cardboard box during shipping. Corrective action is being taken to develop a better fit with the foam between the package and the spigot protector.